Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had a crack in the barrel. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, their company received feedback from the doctors. On the same day, when opening the package and using the syringe, it was found that there was a crack in the front section of barrel, which caused the extracted liquid medicine to fail to be used and the product was scrapped. The syringe is packaged well before use.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device expiration date: 2022-08-31. D.4. Medical device lot #: 7240921. H.4. Device manufacture date: 2017-10-03.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd 1 ml syringe luer-lok¿ tip had a crack in the barrel. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, their company received feedback from the doctors. On the same day, when opening the package and using the syringe, it was found that there was a crack in the front section of barrel, which caused the extracted liquid medicine to fail to be used and the product was scrapped. The syringe is packaged well before use.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had a crack in the barrel. This was discovered before use. The following information was provided by the initial reporter: on 2020.08.14, their company received feedback from the doctors. On the same day, when opening the package and using the syringe, it was found that there was a crack in the front section of barrel, which caused the extracted liquid medicine to fail to be used and the product was scrapped. The syringe is packaged well before use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-25. H.6. Investigation summary: three photos each displaying a single loose 1ml syringe with clear fluid inside and needle attached were received and evaluated. It was observed in each of the photos the syringe had surface scratches near the tip and middle of the syringe. The scratches appeared to be cosmetic in nature with no effect to the form fit or function of the device, which were acceptable per product specification. One loose 1ml syringe was received and evaluated. A thorough visual inspection was performed under 10x magnification. The cosmetic scratches observed the photos appeared to be drag marks. The drag marks were cosmetic in nature with no effect to the form fit or function of the device, which were acceptable per product specification. Potential root cause for the drag mark defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. H3 other text : see h.10.